Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure (batch no. 624479) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("3 teeth removed") and experienced tooth fracture ("one broken") and dental caries ("numerous cavities"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, tooth extraction, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, medical device removal, tooth extraction and tooth fracture to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure (batch no. 624479) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("3 teeth removed") and experienced tooth fracture ("one broken") and dental caries ("numerous cavities"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, tooth extraction, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, medical device removal, tooth extraction and tooth fracture to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2007. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received- lot number, reporter information and date of birth added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("3 teeth removed") and experienced tooth fracture ("one broken") and dental caries ("numerous cavities"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, tooth extraction, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, medical device removal, tooth extraction and tooth fracture to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event: teeth removed, broken teeth and dental cavities were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.